Event description:
It was reported that a patient underwent a cardiac ablation procedure with a QDOT MICRO and an irrigation issue occurred during use on the patient. When using the QDOT MICRO catheter applied in Target's 35watts 47 ¿C QMode it did not change the irrigation and cut off due to excess temperature with the Improper Current Cut-off alert. There was no error given by the nGen Irrigation Pump; Radiofrequency (RF) energy application was cut off due to an increase in temperature. The issue was discovered because it was observed that the irrigation did not change. Previously, they had been applying RF without any inconvenience. The catheter was changed and the problem was solved. There was no patient consequence.

Manufacturer narrative:
Device Investigation Details:An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable.A manufacturing record evaluation was performed for the finished device lot number 31623531LA and no internal actions related to the complaint were found during the review.As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Biosense Webster Inc., or its employees that the report constitutes an admission that the product, Biosense Webster Inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.Manufacturer's Ref. # (b)(4).